Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer's blood glucose level was 60 mg/dl at the time of incident. The customer reported recurring low battery alarm every two days, was in pocket when it went off. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The customer declined troubleshooting for the low blood glucose level and treated with orange juice. The insulin pump will not be returned for analysis.